Event description:
It was reported that the handpiece was leaking oil. The handpiece was not used in the procedure. There was no pt involvement of procedural delay.

Manufacturer narrative:
The device was returned to the MFR and samples were taken of the oil that was leaking from the device. This report will be updated when the eval is complete.